Event description:
The customer reported an uncontained fluid leak of approximately a few milliliters and a failing differential background from the coulter lh 780 hematology analyzer. The fluid leak was a mixture of blood, controls, diluent and cleaner. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse observed a diluent leak at white blood cell (wbc) bath was caused by a broken overflow fitting with the small check valve to the top of the bath. The fse replaced the fitting and cleaned the area under the bath to resolve the leak issue. The fse found and replaced a contaminated differential sample line from shear valve 85 to differential mix chamber which caused differential background issue. The differential background issue was resolved upon replacement. (B)(4).